Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm. The customer stated that he was sleeping and laying on the insulin pump when the alarm occurred. The customer's blood glucose was 180 mg/dl. The customer did not recall any significant events leading to the alarm aside from body sweat. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Nothing further reported.